Manufacturer narrative:
The device has been explanted but discarded by the clinic and will not be returned for investigation.

Event description:
The user had no benefit with the device. The device was reported to still have been functioning prior to the explantation. The device was explanted and the user was re-implanted with a bone conduction implant with which she has very good benefit. The explanted device was discarded by the clinic and will not be returned for investigation.

Manufacturer narrative:
Conclusion: based on the limited information received, the floating mass transducer (fmt) has migrated from its original position. Reportedly, the device was functional whilst implanted. The device was explanted, but it was scrapped by the clinic, thus it is not available to the manufacturer for examination and no device investigation could be conducted. The recipient was re-implanted with a bone conduction implant possibly due to complicated positioning or ear structure issue and has benefit from the new device. This is a final report.

Event description:
The user had no benefit with the device anymore. Reportedly the floating mass transducer was dislocated. The device was explanted and the user was re-implanted with a bone conduction implant with which very good benefit is reported. The explanted device was thrown away by the clinic and will not be returned for investigation.